Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: hemorrhoids grade 4. What procedure was the device used in: transanal proctopexy. Who fired the device and what was his/her experience: the firing was performed by a surgical resident (medical student) with more than 25 surgeries, supervised by dr. (B)(6) and he did not problem or problems experienced during shooting; what was the complication intra-op: no, the complication occurred in post-op, when the patient was consulted for persistent pain; where within the green range was the device fired: it is fully adjusted to the green range; when was safety released prior to firing: the safety was released before firing, the technique continued as usual, according to the instructions of the device; is the colostomy temporary or permanent: the colostomy is temporary; was the complication recognized in the primary procedure or in the follow up procedure: in the follow up procedure, it was occurred a retro neumoperitonitis and pneumomediastinum; did the patient receive any radiation or chemotherapy prior to the procedure: please provide any information regarding the patient¿s medical history; how old was the patient: no, the patient is (B)(6); what was the formation of the staples in the primary and follow up procedure: it was not observed the staple formation; please describe the condition of the tissue: the primary procedure was successful, which the mucosal ring was entire 2 cm; what is the current patient status: the patient¿s status is good, in the next 2 months the colostomy will close. It was evaluated anoplasty.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What procedure was the device used in? Who fired the device and what was his/her experience? What was the complication intra-op? Where within the green range was the device fired? When was safety released prior to firing? Is the colostomy temporary or permanent? Was the complication recognized in the primary procedure or in the follow up procedure? Did the patient receive any radiation or chemotherapy prior to the procedure? Please provide any information regarding the patient¿s medical history. How old was the patient? What was the formation of the staples in the primary and follow up procedure? Please describe the condition of the tissue what is the current patient status?

Event description:
It was reported that during an unknown procedure, it was observed a complication in surgical procedure which the surgeon used the device. The patient is hospitalized with a colostomy by dehiscence and complications resulting of the procedure. Unknown how case was completed. One device was discarded.